Event description:
It was reported from canada that the motor device had an undetermined malfunction. During in-house engineering evaluation, it was discovered that the device was power broken and the rotation per minute (rpms) were below specification. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the motor device and observed that the device was power broken and the rotation per minute (rpms) were below specification. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to running the device in the load position, which is user error, misuse and/or abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.